Event description:
It was reported that a patient underwent an abdominal hysterectomy procedure and topical skin adhesive was used. Twelve days post operatively the patient developed cellulitis and was treated with antibiotics. The issue is now resolved. Additional information was requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.